Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed. The investigation confirmed the reported detachment and perforation and it is unconfirmed for the reported tilt. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4. H11: h6 (results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf400j vena cava filter allegedly experienced tilt, perforation, and detachment. This information was received from a single source. The malfunction involved a patient with no patient consequences. The patient was reported as a 68 year old female whose weight was not provided.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed. The investigation identified the reported tilt, detachment and perforation. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf400j vena cava filter allegedly experienced tilt, perforation, and detachment. This information was received from a single source. The malfunction involved a patient with no patient consequences. The patient was reported as a (B)(6) year old female whose weight was not provided.